Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The instrument came back attached with a disposable 12-8 mm reducer due to the dislodged proximal clevis it was not possible to be removed. Additionally, the instrument was found to have a cracked tube extension at the brown laser marked section of the component & at the orange plastic section. Thermal damage was not observed, and no pieces were missing. Additionally, the instrument exhibits scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 6.4mm x 1.0mm. There was not any material missing. There were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sheath of the monopolar curved scissor (mcs) instrument was damaged. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: it was clarified that the tube extension of the mcs instrument was damaged and as a result, the instrument could not be removed through the cannula. The customer had to remove the mcs instrument and the cannula at the same time in order to remove the instrument. In addition, the incision at the port site had to be enlarged for removal. The customer denies and fragments falling due to this event.